Event description:
About five months post implant, it was reported that the right ventricular (rv) lead triggered an alert due to elevated sic (sensing integrity counter) and inappropriate rv bipolar impedance variation. The rv lead exhibited multiple brief episodes of noise and 9 short v-v (ventricle-ventricle) intervals. It was noted that there were wide fluctuations of tip to ring impedance and that the lead was reprogrammed a few days ago with no further noise detected. A chest x-ray was done and it was found that the pace/sense portion of the lead was not fully inserted into the header. The lead¿s polarity was changed to extended bipolar and there have been no issues since. The lead remains in use. However, a rv lead revision is scheduled. No patient complications have been reported as a result of this event.